Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was to report that the communicator won't power which was first noticed a couple of days ago. When asked, caller said that the last time used communicator was when patient had revision. Caller said that patient had a revision surgery in (B)(6) 2024 to have the neurostimulator moved as it had moved up on top of the collarbone. Consumer confirmed that patient did not have any falls or trauma prior to the revision surgery. Consumer plugged in the charging cord and the green light flashed a few times and then cut off. When unplugged and plugged back in, no lights came on. Consumer reset and then tried to turn communicator one when plugged in or unplugged however communicator was still unresponsive. Consumer also said that communicator hasn't been dropped or gotten wet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.